Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported by customer that "unknown black spots on syringe and needle" verbatim: material # 305200 & batch # 2199683. Please initiate a complaint investigation and have it completed within 45-60 days referencing astellas record # cn-011940 for ¿unknown black spots on syringe and needle¿. Per the nurse at the eye clinic, the black spots appear to be inside the needle cap, and inside the syringe. See attached report for details.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation an issue was reported involving unidentified black spots observed on a needle. To support the investigation, one sample with no packaging blister and one photograph was provided and reviewed by our quality team. A visual inspection was performed, and the plastic shield has dark colored embedded specks. The image depicts a vial adjacent to a needle with a plastic shield assembled onto a syringe. No additional information could be derived from the photograph. The presence of embedded degraded resin is typically associated with the startup phase or intermittent occurrences during the injection molding process. During these times, degraded resin may dislodge and become incorporated into molded components. A review of the device history record (DHR) was completed for material number 305200, lot 2199683. The review found no quality issues during the manufacturing process that could be linked to the reported condition. There were no associated quality notifications, and all processes and final inspections were performed in accordance with specification requirements. The sample will be shown to associates for awareness. To date, no similar incidents have been reported for this lot. Based on the investigation with the returned sample analysis, the customer-reported issue is confirmed.